Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00709. It was reported the patient had a fall and experienced ineffective therapy. S1 lead migrated. As a result, surgical intervention occurred wherein the lead was replaced, addressing the issue. During the procedure, imaging confirmed the second lead also migrated. Both leads were replaced to address the issue.